Event description:
Additional info received: event occurred one day post index procedure. The physician has commented that they believe that the allergic reaction was due to prebutal or a component of the plavix medication. Once prebutal was excluded, plavix exchanged and an antihistamine prescribed, symptoms ceased.

Manufacturer narrative:
Evaluation results: patient¿s condition ¿ predisposed event (physician assessment that reaction event was due to patients medication).

Manufacturer narrative:
(B)(4).

Event description:
It is reported that a resolute integrity drug eluting stent was implanted in the patient. After the procedure, the patient began to experience an allergic reaction. The relationship between the allergic reaction and the stent is unknown.